Event description:
It was reported that during the deployment of a vena cava filter, the filter became stuck inside the delivery sheath. The filter arms had deployed in the ivc. Additional efforts were made to complete the deployment unsuccessfully; therefore, jugular access was gained as a snare device was used to successfully capture and retrieve the filter. A new vena cava filter was prepped and deployed successfully. There is no reported pt injury.

Manufacturer narrative:
The device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. The filter was returned and met all the required specifications. Images were not provided. Based on the sample returned, the complaint investigation is inconclusive for deployment issues as the filter was returned deployed and the delivery system was not returned for evaluation. Based upon the available information, the definitive root cause for this event is unk. It is unk if procedural factors contributed to the reported.